Event description:
It was reported that the patient presented to the emergency department due to receiving a number of inappropriate therapies. Noise was seen on the leadless electrocardiogram (lecg). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead, (B)(6) 2012; 6947m62 implantable tachy lead, (B)(6) 2012. (B)(4).